Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a broken power cord; this condition had the potential to interrupt delivery. This condition was found in the medicine iii area. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "broken cable" was confirmed. Service determined that the power cord was broken. The device was returned unrepaired due to a lack of customer response concerning the cost of repair estimate.